Manufacturer narrative:
The report of defective pcu keypads resulting in devices not turning on was confirmed on 3 out of 4 returned keypads. Four front case keypads were returned inside a plastic bag. Each layer of the front case was removed and inspected for anomalies. All returned keypads exhibited trace damage suspected to be from fluid contamination, and cracks on trace 19 of the flex cable. Each keypad was installed on a test fixture, powered on and placed in maintenance mode. The keypad test was selected and each key of each keypad was individually tested. Keypads that tested good were tested three times to check for intermittency. Test results identified 3 out of 4 returned keypads failing to power on. However, all other soft keys were observed to be functioning as intended. One keypad (s/n (B)(4)) tested good with no faults identified. The proximate cause of the keypad failures is suspected to be associated with keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 05/09/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/10/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. Although the issues were noted during use, there was no patient harm.